Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks. The right ventricular lead was noted to have high/undefined pacing impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.